Manufacturer narrative:
Based on the claim against the product by the customer noting a button fell off left hand piece and now it was not working, an investigation has been completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to confirm the clutch button was damage as reported and replaced the left master tool manipulator (mtm). The system has been tested and is ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. Fa was able to reproduce the reported complaint via visual inspection. The opto button assemblies will be replaced as a fix. The complaint regarding a button fell off left hand piece was confirmed based on fa, which indicates that the device did contribute to the customer reported issue. The probable root cause is attributed to component failure. This complaint is considered a reportable event due to the following conclusion: a master tool manipulators (mtm) was replaced after the completion of the procedure due to a button falling off which caused error messages. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.

Event description:
It was reported that during a da vinci-assisted general surgery bilateral inguinal hernia surgical procedure, the operating staff contacted intuitive surgical, inc. (Isi) technical service engineer (tse) to report that a button fell off the left-hand piece and now it was not working. The tse viewed system event logs and found error 23031 indicating that the master tool manipulator (mtm) buttons sensor #3 was saturated. The customer stated that the system was saying that the arm was disabled, but the tse did not see an error in the logs to match the issue. The tse had site power cycle system, but error returned at start up. The customer stated that the surgeon was still not able to manipulate. The tse informed the customer the disabled error was not present, but the customer stated the message was observed on the screen. The tse informed the customer that if one of the controls was disabled then the surgeon would not be able to control the camera. The customer stated that the surgeon was able to control the camera. The tse then advised that it was likely not disabled. The customer installed the instrument on universal surgical manipulator (usm) 1 and surgeon was able to control. The tse recommended the customer to call back after the case to troubleshoot and possible turn finger clutch off. The customer called back to further troubleshoot. The tse had caller hard cycle the console, but error returned. The tse advised caller to turn off finger clutch to hopefully prevent error from returning. The tse explain the master clutch function to the surgeon. Staff will continue as planned. The procedure was completing as planned with no reported injury.